Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Because the device is not available for return and no additional information is available no further investigations can be performed at this time. The DHR review confirmed the device met all required material, visual, and performance standards prior to implant, however based on the limited information available the root cause of the reported paravalvular leak and intraoperative explant cannot be established. If additional information is received at a later date the manufacturer will reassess the investigation.

Manufacturer narrative:
Additional information received on nov. 28, 2018. On (B)(6) 2018 a perceval pvs21 sutureless aortic heart valve was intended for implant. During the procedure the valve was too small and had a paravalvular leak. The site explanted the device and implanted a st. Jude trifecta valve. No further information is available from the site.

Event description:
On (B)(6) 2018 a perceval pvs21 sutureless aortic heart valve was intended for implant. During the procedure the valve was too small and had a paravalvular leak. The site explanted the device and implanted a st. Jude trifecta valve. No further information is available from the site.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a perceval pvs21 sutureless aortic heart valve was intended for implant. The manufacturer was notified that the device was implanted then explanted. No further information was received.